Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor started smoking from the base. Patient had unplugged and threw the monitor away. No further troubleshooting was indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.